Manufacturer narrative:
B3 unknown. One device was returned for analysis. Visual inspection showed a bubbled dso seal, worn uso seal, scratch lcd lens, and a crack battery compartment. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the latch lock flex. As a result, the latch lock was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not detect the latch/lock when closed. The event occurred during testing; no patient injury was reported. Analysis of the device found that the letch lock sensor and flex were malfunctioning.